Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a connection issue could not be confirmed in the lab. Unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. A batch review cannot be performed because the lot number is unknown. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Baxter received a report from a nurse regarding a transfer set that could not connect with a tenckhoff catheter. No injury or medical intervention was reported.